Manufacturer narrative:
Patient identifier - requested but not provided, age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested, information not received, race - requested, information not received, implanted date: device was not implanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the insertion sheath was already kinked. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, a kink was observed in the tip of the insertion sheath. The device was not used and replaced by another angio-seal device to continue the procedure. Hemostasis was successfully achieved by the 2nd device. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient.